Event description:
The patient was revised because of tibial loosening, osteolysis, and wear of the insert.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event without the products to examine. It was noted the products were implanted for approximately 16 1/2 years prior to revision surgery. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.